Event description:
Hill-rom rec'd a report from the account stating the brakes not holding. The bed was located at the account in maintenance. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the right foot brake caster not holding. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 and 2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced right foot brake caster and steer caster to resolve the issue. Based on this info, no further action is required.